Manufacturer narrative:
(B)(4). The returned complaint device was visually inspected. A call tech support error message was observed on the display screen. Unrelated to the original complaint, the universal serial bus (usb) case interface was noted to be damaged. This complaint was deemed reportable upon completion of device evaluation on 07/16/2014. The root cause was determined to be a defective component in the receiver's printed circuit board.

Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report receiver buttons not responding on (B)(6) 2014. Patient did not report any injury or medical intervention at the time of contact with dexcom technical support.